Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid right coronary artery (mrca) with moderate calcification and heavy tortuosity. The 3.0x15mm nc traveler balloon dilatation catheter (bdc) was attempted to be advanced to the target lesion; however, failed to advance due to the anatomy. Therefore, the bdc was removed from the patient and resistance was also noted with the anatomy. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.